Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that patient presented to the emergency room complaining of dizziness and near syncope. The atrial lead exhibited elevated thresholds with intermittent capture and sensing. A chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned.